Event description:
It was reported " pump has been having issues with cartridges fitting correctly when changing out cartridges. " there was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.